Event description:
While using a byte day aligners, patient reports that their bite is not ideal, their front teeth on the left side are the only teeth making contact which makes it difficult to eat normally. This also causes hard contact which has caused chipping on the edge of one of their front lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.